Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a delay in critical therapy during an alarm condition. While the pt was in cardiopulmonary arrest, the nurse attempted to program the pump to initiate dopamine therapy; however, the pump sounded a constant alarm. The nurse was unable to clear the alarm condition. After an unspecified length of time, the dopamine therapy was started using a replacement pump. There were no reported adverse pt sequelae. Though requested, no add'l info was provided.